Manufacturer narrative:
Unit alarmed motor error alarm during basic occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal delivery. Customer's blood glucose level was not reported. The customer had dental x-rays done. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.